Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver heparin 25000units/50ml. No further programming parameters were provided. On (B)(6) 2013 at midnight, it was reported that the pt was transferred from the emergency room to the cath lab for an unspecified test. During the transfer, the nurse noted the bag of heparin had delivered in less than 30 minutes. At that time the pt was transferred to the ICU (intensive care unit). Labs were drawn. The ptt (partial thromboplastin time) was 164 seconds. The h&h (hemoglobin and hematocrit) was decreased. No specific with 2 units of blood. On (B)(6) 2013, the customer contact reported the pt was transferred from ICU to the 3rd floor in stable condition. The customer contact reported that the device history was reviewed at the user facility. A review of the device history found the user facility's upper soft limit of 20units/kg/hr had been overidden during programming. The customer contact indicated the event was the result of an operator error in programming the device. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The customer contact indicated the event was the result of an operator error in programming the device. This report represents all the info known by the reporter upon query by hospira personnel.